Manufacturer narrative:
The reported complaint was confirmed. The fsr replaced the yellow level sensor. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the black tip of the yellow level sensor was peeling off and was not alerting on the tester. There was no patient involvement.